Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During routine testing of the device at the service center, the user reported evidence of liquid ingress in the lower right corner of the screen. The monitor was originally returned for repair due to a faulty touch screen cursor when the liquid ingress issue was found. Since the event occurred during routine testing of the device, there was no pt involvement during this event.